Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Reported event guide catheter broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a removal of bile passage stone procedure performed in the bile passage of a patient on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the flexima rx biliary stent was attempted to be deployed. The physician continued to pull the device and was able to deploy the stent, however, the inner catheter was noted to have been separated and remained within stent inside the patient. The detached inner catheter was successfully removed from the patient with the use of forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached, kinked and stretched. The push catheter, rx port, and pull wire were also bent. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the device would become unable to deploy the stent. Continuous effort to deploy the stent would likely caused stretching of guide catheter and ultimately breaking it. Therefore, the most probable root cause is ¿operational context.¿ a labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a removal of bile passage stone procedure performed in the bile passage of a patient on (B)(6) 2015. According to the complainant, during the procedure, resistance was encountered when the flexima rx biliary stent was attempted to be deployed. The physician continued to pull the device and was able to deploy the stent, however, the inner catheter was noted to have been separated and remained within stent inside the patient. The detached inner catheter was successfully removed from the patient with the use of forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.